Event description:
I received my implants on (B)(6) 2013 and there began the downward spiral. I gained over 40 lbs and have had intense swelling. I worked extremely hard and lost 40 lbs but onset not get rid of the swelling. Just wearing a pair of socks will leave an indent in my ankles. I have hair loss, extreme joint pain, breast pain, muscle, and tissue pain around the breast up into the armpits. I continue to get fungal infections on my scalp and face. My eyes are not clear at all and I have such bad circles around them as well as a red mask across my cheek and nose. My rls has become so bad that ever medication don't often help. I underwent a full spine and head MRI to rule out ms because my symptoms became so bad. I also now suffer from random debilitating migraines. My vision blurs at random and I continually find myself forgetting things. It's like a constant fog. I am exhausted and in pain all the time, no matter how much sleep. I have had multiple blood tests, seen specialists (endocrinologist and neurologist), and everyone says I am fine. I finally have a dr and ps that are willing to discuss bii with me. I am having a us and mammo done and then seeing the ps to discuss explant. I am (B)(6) living in an 80 y/o body. I cannot do this anymore. They have to go. I was never notified of these complications or that sientra had taken their implants off the market. FDA safety report ID# (B)(4).